Event description:
It was reported that this right atrial (ra) lead has showed intermittent undersensing and both constant and irregular high out-of-range pacing impedance measurements. The hospital is monitoring the patient, no corrective actions have been performed. This ra lead remains in service and no adverse patient effects were reported.